Event description:
It was reported that, prior to implant and using two programmers, the implantable cardiac monitor (icm) was unable to be interrogated. The device was not implanted. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device identified a failure condition that disappeared during analysis. Off-site hybrid analysis confirmed the reported no-telemetry failure. When the device was opened, it was successfully interrogated with a power on reset (por) reported. It appeared that the por cleared the failure condition. The device performed nominally throughout the remainder of the analysis after the por, and the no-telemetry condition could not be re-established. The cause of the reported failure was not determined. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device experienced a power on reset.